Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced seven infusion set cannula kinked events between (B)(6) 2024. All the events occurred within 3 hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of event was between 200 mg/dl to 350 mg/dl and the patient resolved it by changing soft cannula infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1880788 - MDR 3003442380-2024-06621 - device 7 of 7 e1: patient city: (B)(6).